Event description:
It was reported that the patient received inappropriate shocks. It was determined that the right ventricular (rv) lead experienced high impedance of greater than 3000 ohms. The physician suspects a lead fracture. The rv lead is expected to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).